Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vacuum is fluctuating from too weak to too strong during a surgical procedure. The surgery was completed with no harm to the patient.

Manufacturer narrative:
The customer reported that the vacuum of the system was fluctuating during cataract cases; however, at the end of the day, the vacuum was fine. There was no reported patient harm. The company service representative examined the system and was unable to duplicate the reported event. Unrelated to the reported event, the lithium battery was replaced. The system was then tested and met all product specifications. The system was manufactured on september 29, 2006. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).